Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 439 mg/dl. The customer stated that she tried to treat and received the no delivery alarm. The customer was advised to pull out the reservoir and check for insulin. The customer stated that the reservoir looked empty and there might be some insulin. The customer was assisted in clearing the alarm. The customer stated that the alarm was able to clear.